Event description:
It was reported that during preparation for a pulse field ablation (pfa) procedure using a farawave pfa catheter there was "a bug in the sterile packaging" of the device. When the catheter was opened "there was a bug on the top part of the plastic" that was removed by the scrub tech. There was no damage to the catheter and all seals were still intact. The catheter was replaced with another farawave catheter, and the procedure was successfully completed. No patient complications were reported as a result of the event. The catheter is not expected to be returned for analysis as it was disposed of by the site.

Manufacturer narrative:
The farawave catheter was not returned to boston scientific for analysis; however, there was a picture attached to the complaint where it is possible to observe the bug. The picture confirms the reported clinical observation.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation for a pulse field ablation (pfa) procedure using a farawave pfa catheter there was "a bug in the sterile packaging" of the device. When the catheter was opened "there was a bug on the top part of the plastic" that was removed by the scrub tech. There was no damage to the catheter and all seals were still intact. The catheter was replaced with another farawave catheter, and the procedure was successfully completed. No patient complications were reported as a result of the event. The catheter is not expected to be returned for analysis as it was disposed of by the site.